Event description:
The patient had not been having symptom relief since the device was implanted. He stated that after dosing and concentration changes with no relief, the health care professional (hcp) determined that the pump was damaged at the first refill. He stated that the pump and catheter would be replaced. He was experiencing sweating and was wondering if it was because of withdrawal, because the hcp had turned the pump down to the lowest dose. He also stated that he had been diagnosed with bronchitis and was on antibiotics. The patient was encouraged to contact his hcp. The hcp reported that patient had symptoms of withdrawal and night sweats. An intrathecal dye study was done and showed a probable hole in the catheter. A surgical revision of the catheter was done in 2008. The pump was used to deliver morphine (25mg/ml); the previous rate was 5.5 mg/day, the new rate was 3.0 mg/day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.